Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that every 5 min or so the unit switches to dc for a second and then continues to run on ac. This is intermittent loss of ac power. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.